Manufacturer narrative:
On 03-january, 2021, the following additional information was provided for this report: the instrument was inspected prior to use, and there was no damage observed. The customer was utilizing the forcetriad generator to activate monopolar cut energy, and the generator settings were cut: 35 and coag: 35. The instrument was used for approximately 30 minutes. A bipolar cord was not connected to the permanent cautery hook (pcs). The customer was also using the cadiere forceps at the time. The instrument tip was not in contact with tissue when the event occurred. The customer could not confirm if the instrument as removed from the arm prior to the event. There was no report of a collision with another instrument or tool. The patient has not returned to the hospital due to post-surgical complications. No patient history and pre-existing medical conditions information was provided. No tests and laboratory data specific to this incident was provided. 12, 4307 - intuitive surgical, inc. (Isi) received the pcs instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken conductor wire at the weld when the distal end was disassembled during in-house testing. This failure likely caused the sparks and fuming observed by the customer. The conductor wire was broken at the weld location. The root cause of this failure is attributed to the device design. The instrument failed the electrical continuity test. The conductor cap was found properly seated within the distal clevis as the hook moved in yaw. The instrument was found to have thermal damage on the distal clevis at the weld. The root cause of this failure is attributed to the device design. The instrument was found to have damage of the conductor wire¿s insulation. The root cause of this failure is attributed to a component failure. The distal end was disassembled during in-house testing and the instrument was found to have thermal damage on the conductor wire cap the weld location. The instrument was found to have thermal damage on the monopolar yaw pulley at the weld when the distal end was disassembled. The root cause of this failure is attributed to the device design. Additional findings were observed during failure analysis but were not reported by the site: the instrument was found to have indentations on the edge of the distal idler pulleys. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. The root cause of this failure is attributed to mishandling. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Upon failure analysis, the instrument was found with conductor wire damage at the weld location and subsequent thermal damage with no evidence or claim of user mishandling or misuse. An instrument with conductor wire insulation damage could lead to inadvertent transmission to tissue via the exposed conductor wire. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/n12191209 0102) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 6th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. A system log review was not performed since it is not relevant to the alleged complaint. There is no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the permanent cautery hook instrument sparkled and fumed. The insulation was noted to be broken and charred. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.